Event description:
Our foreign consignee reported the flow sensor did not function as expected. No other details regarding the nature of the event were provided. There was no reported adverse consequence to a patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not concluded.